Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unspecified procedure with an unspecified mentor gel breast prosthesis that ruptured post-operatively. As a result, the patient underwent removal and replacement with a gel mentor memoryshape breast implant 495cc, catalog 3341302, serial number (B)(4), lot number 7296882 on (B)(6) 2018.